Event description:
During index procedure, the physician used six in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the right leg (r1). Nine days later the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid/dist sfa of the left leg (l1). Approximately 8 months post index procedure, the patient suffered stenosis of r1. The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated one day later with an admiral pta balloon to r1. Outcome is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.